Event description:
It was reported that the smartpass feature in this device was found to have been deactivated. Review of device data determined this device also exhibited t-wave oversensing resulting in an inappropriate shock. The amplitudes were also noted to have been low prior to the delivered shock. The smartpass feature was then activated to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.